Event description:
I was diagnosed with osteoarthritis in left knee. Began having swelling in right knee too from overuse. Dr. (B)(6), a sports medicine doctor at (B)(6) suggested euflexxa injections in both knees. Starting on (B)(6) despite reported burning, throbbing, shooting pains and discomfort to nurse and she continued the three injections. Starting in (B)(6) I began having swelling in my right wrist previously broken in 1998. Then my right arm froze and I had limited mobility. After seeing a rheumatologist and another orthopedist it was determined I had suffered a total auto immune response to euflexxa. It was initially confused with ra. It is now (B)(6) and I continue to have a sky high crp # of 60 and although have gotten my upper body movement back still have painful swelling in my feet, and ankles which changes daily. I have reported to euflexxa and dr. (B)(6) who is no longer my physician due to being out of network. It has been a total nightmare and I am still suffering joint pain and inflammation. Was 100 percent healthy until injections. Tumeric, apple cider vinegar and water daily.